Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the buttons were unresponsive. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 151 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received intermittent button response on up arrow button due to corroded keypad traces. No unexpected button error alarms noted. The insulin pump has in or scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.